Manufacturer narrative:
Concomitant medical products : 638bl30 heart band, implanted: (B)(6) 2013; 511212 lead, implanted: (B)(6) 2013. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had early battery depletion. It was noted there was normal output on all leads. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.